Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer had a recoverable fault on arm1. The robotics coordinator stated that they rebooted the system with no change and that the recoverable fault immediately returned. The surgeon did not want to continue with 3 arms. The technical support engineer (tse) walked customer through hard reboot with no change. Tse had caller exercise the arms and reseat the sterile adapters and then perform a second hard reboot of system with no change. The surgeon converted to laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified recoverable fault 23068 and replaced the universal surgical manipulator (usm) to resolve the issue. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed/replicated. The unit was tested on the in-house system and it failed normal mode. During the normal tests, the unit triggered a 23068 error. The isa pca was swapped with a test isa and the errors disappeared. The unit was then put on the pf and it passed all tests related to the reported problem. The original isa pca was returned for aba testing and the 23068 error reappeared. Visual inspection did not reveal any signs of fluid intrusion or contamination. The unit passed direction test, sensor check, carriage lissajous sine cycle, carriage friction test, friction test, brake test, carriage, strength test, carriage switches, carriage/acm fan and fiber test. The root cause of the reported issue was determined to be due to a component failure. A review of the site's complaint history indicates that there are no other reportable events related to this complaint. This complaint is being reported based on the following conclusion: a usm was causing multiple frequent errors after the start of the procedure and the procedure was converted to laparoscopic surgery. System unavailability after the start of a surgical procedure caused the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.